Event description:
It was reported that during the implant procedure, it was difficult to insert both the atrial and ventricular leads into the pulse generators header. After multiple attempts the leads were able to be inserted.

Manufacturer narrative:
.